Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing during sexual activity which resulted in a single inappropriate shock. Data was sent to boston scientific's technical services (ts), who confirmed the inappropriate therapy. System therapy was not exhausted and no other adverse effects were reported. The field representative later confirmed the device had been surgically repositioned to a more medial position; however, was still exhibiting noise on two of the three reviewed vectors. Ts was again contacted for review and recommendations, at which time stated the patient should be subjected to exercise testing with postural changes and followed on latitude. At this time, no other system changes have been reported and the device remains implanted and in service.